Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that device replacement was not scheduled. The cause of the impedance and patient not feeling stim/device not working issues were not determined. The most likely cause was a possible fall in 2019. The issue was not yet resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, patient) regarding a patient who w as implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that it was reported that on (B)(6) 2021 the manufacturer representative (rep) met with patient at the patient's urogyn specialist¿s office because patient suffers from bladder and bowel symptoms. The patient had the device implanted by their colorectal specialist on (B)(6) 2018. The patient scheduled a visit with their urogyn physician to discuss their urinary symptoms and requested the rep. Patient stated they didn't feel the stimulation and they didn't think the device was working because their bladder and bowel activity have increased. Patient could not remember when they started to notice the increased symptoms, but did state that they had two bad bowel accidents over the last month, which was unusual. The patient denied having any infections or medication changes. Patient was tested on sensation on all four programs on their icon programmer (c5, c6, c7 and c4). The patient did not have any sensory responses with the stimulation raised to 8.5v. There were no known external factors. Impedance check performed at 1.5v, 2.0v and 2.5v. Impedance issues shown with all three checks. Impedance as follows: >4,000ohms in the combinations c & 0, c & 1, c & 2, c & 3 and 500 hms in the combinations 1 & 2, 1 & 3, 2 & 3. Therapy measurement check indicated the longevity of the ipg is approximately 24months on active program c7/3.6v. Patient and hcp discussed the option to replace the lead and ins. Surgical intervention was planned but not scheduled yet.